Event description:
The customer reported, receiving a high reading on their freestyle flash blood glucose monitor and experiencing headache and stomach ache. The customer stated, that she called 911 and paramedics transported her to a hospital, where she was diagnosed with severe hypoglycemia and treated with an unknown IV solution. She also reported having a cat scan, blood test, and urine test done at the hospital. There was no report of death or serious deterioration in health associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.